Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead exhibited noise, high impedances, and high threshold. The lead was reprogrammed and no surgical intervention was required. As of (B)(6) 2018, the issue is considered resolved. No adverse patient events were reported. Lead fracture is suspected but has not been confirmed, and the lead remains actively implanted. Should additional information be received, this file will be updated.